Manufacturer narrative:
(B)(4). Date sent: 2/4/2022. D4: batch # qhcblzs0. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned foil. The analysis found that one opened, empty foil was returned from the manufacturer and stability testing location, johnson & johnson medical gmbh, in norderstedt, germany. The device had been shipped from saleable inventory in memphis to ethicon endo-surgery in cincinnati than to norderstedt as part of a stability study testing protocol. After opening the foil, the technician noticed a hole in the "e" of endopath on the foil. The foil was inspected by both ees and johnson & johnson medical gmbh packaging engineers; both confirmed that punctures such as this are consistent with the package opening process and are not unexpected. Further integrity testing was conducted on the buttress and found to be within specification, further indicating that the puncture was most likely occurred by the indicated opening of the packaging. The event described could not be confirmed. This report is not intended to deny that a problem was experienced with the package. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that the packaging of the product has been punctured. The puncture is on the "e" of endopath.

Manufacturer narrative:
(B)(4). Batch #unk. This is an analysis for four photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first, second, and third photos shows a pouch from top view, code ech60r lot: qhcblzs0. (Exp. Date: 2021- 12 - 31) the fourth photo show a pouch from top view. It was noted a damaged that appear to be a hole. Based on the pictures provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.